Manufacturer narrative:
Correction: review of additional information received shows there was no clear allegation of malfunction as the sudden return of symptoms occurred while the device had been off for years. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.

Event description:
Additional information received reported the stimulation was stopped since (B)(6) 2015 due to a trip (airport). Stimulator was not restarted because improvement of symptoms. On (B)(6) 2017, the stimulator was restarted. Event was related to the stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported via a manufacturing representative that there was a return of incontinence on (B)(6) 2016. The device was reprogrammed and resolved on (B)(4) 2017. Event was assessed as not related to procedure but thought to be related to the stimulation. Medical history included idiopathic functional urinary incontinence since 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.